Event description:
Pt's tracheostomy tube cuff had been filled with approx. 12 cc sterile water. Trach tube was pulled and replaced. A small pin hole was found at the union between the cuff and the line coming from the pilot balloon.